Event description:
According to the report, bioglue was used for an aortic replacement for aortic dissection in (B)(6) 2013. It was applied to the proximal false lumen and proximal suture line. CT revealed recanalization below the proximal anastomosis. The surgeon plans to perform a reoperation by the end of the year. The surgeon cannot determine the cause of the event, but is under the impression that bioglue was a deficient adhesive.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was used for an aortic replacement for aortic dissection in (B)(6) 2013. Bioglue was applied to the proximal false lumen and proximal suture line. A computerized tomography (CT) scan revealed recanalization below the proximal anastomosis. The surgeon planned to perform a re-operation by the end of 2013. The surgeon could not determine the cause of the event, but was under the impression that bioglue was a deficient adhesive. Additional information was received which stated the application site had been properly prepared. The intimal tear was found under the proximal suture line and originated in the proximal ascending aorta. The patient did not have any diseases that may have adversely affected the patient's tissue. When bioglue was applied, the application site was not dry. The surgeon stated that it was difficult to keep the application site dry. At re-operation, a mixture of bioglue and thrombus was removed from the false lumen. Further additional information clarified that the dissection was half of the circumference of the aorta. Manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was conducted on the available information. Based on the information available, it appears that the application site was not properly prepared prior to application of bioglue, which is likely the cause of the observed complication. The surgeon stated that the application site was not dry when bioglue was applied and that it was difficult to keep dry, which would result in decreased adherence, and a mixture of bioglue and thrombus was removed from the false lumen at re-operation, which is consistent with application to an improperly prepared field. When using bioglue for an aortic dissection procedure, the false lumen should be cleared of any thrombus or debris and a temporary dry field, defined as not re-staining with blood within 4-5 seconds, should be obtained prior to application of bioglue. Failure to properly prepare the application site may result in decreased adherence or failure to adhere and prevents bioglue from functioning as intended. The bioglue instructions for use (IFU) includes guidance in properly preparing the bioglue application site prior to use.

Event description:
According to the report, bioglue was used for an aortic replacement for aortic dissection in (B)(6) 2013. It was applied to the proximal false lumen and proximal suture line. CT revealed recanalization below the proximal anastomosis. The surgeon plans to perform a reoperation by the end of the year. The surgeon cannot determine the cause of the event, but is under the impression that bioglue was a deficient adhesive.